Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. The patient experienced a skin reaction with an infection 10 days after the sensor was inserted in the arm. The patient developed redness and a bump at the needle puncture site and the infection spread beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2024, the patient consulted a physician at a walk-in clinic and was prescribed an oral (cephalexin, unspecified dosage) and topical mupirocin cream, unspecified dosage) antibiotic medication. Three photos of the skin reaction in the complaint record were reviewed. The photo confirmed the skin reaction. Multiple attempts to contact the reporter were made; however, no other details were obtained. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule